Manufacturer narrative:
Investigation results: the product arrived in a clean status with the broken off part. The investigation was carried out visually and microscopically with the digital microscope and the digital-camera. We made a visual inspection of the product and of the fracture surface. Here we found dark discoloration and secondary damages. Additionally we made an optical inspection of the blades. No anomalies could be detected, only traces of usage. Furthermore we made a visual inspection of the broken off part and of the fracture surface. Here we also discovered dark discoloration. Additionally this deviation was discussed with the manager (B)(4). Conclusion and measures / preventive measures: investigations lead to the assumption that the breakage was caused by stress-corrosion cracking. It appears that the dark discoloration are signs of an old crack. The secondary damages could have been caused due to movement of both parts each other after a crack. Due to the existing pre-damage or weak point, the reprocessing was fracture-triggering. The current failure rate is within the risk analysis and therefore acceptable. Based on the investigations and results of the 8d report no CAPA is necessary.

Event description:
It was reported that there was an issue with bc935r-baby-metzenb.supercut scissors cvd 145mm. According to the complaint description, it was reported that the shaft was broken while dissecting the soft tissues and this is the first time they have such an experience. There was no described patient harm. Additional information was not provided nor available / was not available. Additional patient information is not available. The adverse event / malfunction is filed under (B)(4).